Manufacturer narrative:
During the endoscopic implantation of deflux, the flange on the syringe broke and the surgeon sustained a minor laceration. This type of event is not described in the current labeling.

Event description:
Pediatrice urologist sustained a minor laceration when the syringe broke during an endoscopic procedure. The event did not require any intervention.